Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. The device is expected to be returned for evaluation. It has not yet been received. Approximate age of device - 5 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2018 due to a stroke. Additional information was requested but not provided.